Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Roller no longer cuts properly, event occurred before surgery. Surgery was completed with another device, there was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record review was unable to be performed as the record associated was unavailable for review at the time of processing this complaint. This issue is being further investigated. The previous repair record review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The previous repair record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as the medicrea database to query for all repairs on serial number (B)(4) prior to 16 october 2018, the device was noted to have been previously repaired once on 4 october 2012. On (B)(6) 2016, it was reported from (B)(6) that the roller on a meshgraft no longer cut properly. The customer returned a zimmer meshgraft ii for evaluation. Evaluation of the device on 7 november 2018 noted that the device was very old and that the size of the side plate was not standard. It was recommended that the device be decommissioned and destroyed. On 12 december 2018, the customer cancelled their request for service and the device was returned. While the device was noted to be very old and that the side plates were not the standard side plates, there was no mention of the device not cutting properly or of an issue with the roller itself, nor any indication of the event occurring. Therefore, based on the information provided, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.